Event description:
A woman presented for echocardiographic follow after having percutaneous closure of asd 20 months previously at another insitution. Records obtained from that medical center indicated that she presented with palpitations due to typical atrioventricular nodal re entry tachycardia treated successfully with radio frequency ablation. Echocardiography, including transesophageal, revealed the presence of an ostium secondary asd with right ventricular volume overload and no evidence of anomalous pulmonary veins. A 26 mm aplatzer septal occluder was placed without complication. During the 2 months prior to presentation at the facility, she experienced 4 severe episodes of chest pain, associated with clutching her chest and gasping. These resolved spontaneously over several minutes. The blood pressure was 105/65 mmhg and the heart rate was 72 beats per minute. Physical examination disclosed no abnormal findings. A continuous murmur was never heard despite careful auscultation at different times. Transthoracic echocardiography revealed erosion of the device into the ascending aorta with an aorta-to-right atrial fistula. Continuous wave doppler disclosed flow with a peak velocity >4 m/s. At operation, the device was found to have eroded through the ascending aorta and was partially plugging the aortic tear. The device was removed, the asd repaired, and the tear in the ascending aorta closed by suture. After weaning from bypass, transesophageal echocardiography showed no residual leak across the closed fistula or the atrial septal patch. The aortic valve closed normally with no regurgitation.

Event description:
The physician stated a patient who had an asd placed at another institution had presented to them with device erosion through the aorta. The device was surgically removed and the defect repaired. The patient was reported to be doing fine.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.